Manufacturer narrative:
Updated sections d4 and d6.

Event description:
See section h10 for updated information.

Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. Even though root cause cannot be confirmed. Based on the time of index procedure and reported event infection may be community acquired. Potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection." Device not returned.

Event description:
Patient underwent a spine procedure on (B)(6) 2019. Postoperatively on (B)(6) 2019, patient presented with a superficial wound infection. Details of treatment were not provided. Event was reported to have resolved on (B)(6) 2019.